Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on glp track end, list number 06q42-51, which is a component of the modular glp track system registered in the us, list number 04z96-51, 510k k213486.

Event description:
The field service engineer (fse) reported smoke coming from the glp track end. The fse stated that when the power was turned on, smoke was coming from the 5v box. The power was immediately shut off. The electricians performed an inspection of the input power and identified an issue with the ups/transformer unit. The ground was incorrectly wired, and voltage was improperly present on the neutral line. The wiring was corrected to establish proper line, neutral, and ground configuration, including installation of the required bonded neutral. Power was then restored to the system, and no further issues were observed. There was no impact to patient management, user safety, or facility damage reported. No injuries occurred.